Event description:
New information received notes that a new instance of high defibrillation impedance noted. The lead was extracted on (B)(6) 2025, but during the procedure, perforation of vessels occurred, resulting in hypotension and bleeding. The bleeding was controlled nd the right ventricular lead was replaced. The patient was stable when the procedure was concluded.

Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. A lead revision was considered by the physician. No adverse effects were noted.